Event description:
The reporter stated the surgeon was loading a 12.6mm micl 12.6 collamer implantable lens into the cartridge and noted a cut/tear on the edge of one of the haptics. There was no patient contact. The surgeon felt the icl was defective.

Manufacturer narrative:
Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaint was found.